Manufacturer narrative:
(B)(4). Insulin pump was received without the original battery cap, case cracked behind the pump near the battery compartment, partially broken reservoir tube lip, missing retainer and missing reservoir tube o ring. A test p-cap and reservoir was installed and did not lock in place due to broken reservoir tube lip and missing retainer. Unable to perform the displacement test due to broken reservoir tube lip and missing retainer. Unable to verify battery cap damage due to missing battery cap.

Event description:
Information received by medtronic indicated that the insulin pump had blank display. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device monitored for several days and no blank display noted. Device received with normal operating current. Device passed displacement test and self test. (B)(4).